Event description:
Reporting a customer who states they are getting false negative sars results (unknown if symptomatic or asymptomatic) that are confirming positive on pcr. Several attempts were made to gather more information from the customer with no success.

Manufacturer narrative:
Investigation summary: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: phone.